Event description:
It was reported that the patient presented for an elective pacemaker generator replacement. A device interrogation was performed prior to the procedure, during which the right atrial (ra) lead was noted to have low pacing impedance. The physician was aware of this finding and elected to continue using the existing ra lead with the new generator. During the procedure, the physician visually inspected the proximal portion of the ra lead and did not observe any signs of insulation degradation. The ra lead was then connected to the new generator and left implanted. The patient remained stable before, during, and after the procedure.